Event description:
The ge oec 6800 fluoroscopy system would not complete boot up sequence.

Manufacturer narrative:
A ge oec service rep investigated the issue, removed and replaced the hard drive and software. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.